Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device and potential repair measures since the device is not under a service contract. Upon dräger's request for further information, it was responded that - beyond the aspect that no patient consequences have resulted from the incident - no additional details can be provided. The lack of information does not allow a case-specific evaluation. The age of the device is unknown since no s/n was transmitted. The reported desaturation can neither be confirmed nor denied and, it is unknown if a malfunction has occurred or not. Hence, this report is filed in abundance of caution. The following can be concluded: the concerned device is an intensive care ventilator with an alarm system being compliant to applicable standards. Each malfunction affecting primary operating functions will trigger a dedicated alarm. Also, other conditions that lead to restrictions in ventilation performance and that are not device-related such as infrastructural problems (e.g. Power or gas supply issues) or changes in patient condition (e.g. Resistance and compliance increases) will trigger corresponding alarms in accordance to the thresholds defined by the user for the individual patient. The users confirmed that the device posted alarms during the course of event - it is thus considered that essential perfomance was still met, even if the incident was related to device malfunction. H3 other text: device not available for evaluation.

Event description:
It was reported that the device suddenly failed to ventilate in which consequence the patient's oxygen saturation dropped temporarily. As per report, the users bridged patient support with an ambu bag until a replacement device was available.